Manufacturer narrative:
Upon further investigation the abbott field service representative indicated that the sample syringe plate showed signs of a short-circuit and that there was a leak in the pressure sensor that caused the burning of a syringe. During the investigation the pressure sensor was disconnected from the system, and the sample probe was partially clogged. These two facts together caused an increase of pressure in the system, causing the pressure sensor to break. With the leak in the pressure sensor, the liquid flowed through the sample syringe contacts, and that caused the syringe plate to be burned. Abbott field service replaced the pressure sensor and the syringe that was burned. Additional investigation included a review of the complaint text, a complaint search and a labeling review. A complaint review did not identify an adverse trend or a product issue related to the customer's issue. The axsym system operations manual provides adequate information regarding safety and potential hazards for operators. Labeling was reviewed and found to be adequate. Based on the available information and this evaluation, no deficiency was identified for the axsym analyzer list number 07a83-01.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No consequences or impact to patient; (B)(4) charred; (B)(4).

Event description:
Abbott field service observed evidence of smoke damage, which was visible on the sample syringe plate of the axsym analyzer, while servicing the instrument. There were no injuries or impact to patient management reported.